Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.7- initial reporter address: (B)(6). E.13-initial reporter facility name: (B)(6).

Event description:
It was reported that during usage of bd vacutainer® sst¿ ii advance plus blood collection tubes there were oil gel globules discovered. The following was reported by the initial reporter: during centrifugation. Defects: drifting oil appears after centrifugation, causing the machine tubes to become clogged. Impact: no other adverse effects on patients.

Event description:
It was reported that during usage of bd vacutainer® sst¿ ii advance plus blood collection tubes there were oil gel globules discovered. The following was reported by the initial reporter: during centrifugation. Defects: drifting oil appears after centrifugation, causing the machine tubes to become clogged. Impact: no other adverse effects on patients.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retained samples were visually inspected, and no gel defect related to oil gel globules defect was found. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.